Event description:
Reporter indicated that at a routine follow up visit, the patient's output current was set to 0.00ma. Further investigation revealed that a "fault" occurred at 10:28:30 on june 2001 that resulted in the generator output current and magnet current to be reset to 0.00ma. The patient's generator was not reinterrogated after the diagnostic test, as specified in the manual. As a result, the patient's generator was turned off and the patient was not receiving therapy. The patient was seen on october 2001 and the device was turned back on.